Event description:
The physician reported that during the implant procedure, the right atrial (ra) lead was not able to be used due to the patient's anatomy. An active fixation lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.